Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited variable impedance and poor sensing. It was also noted that the lbbap lead exhibited insulation damage which was able to be confirmed via visual examination. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance and sensing problem were not confirmed, but insulation cut was confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found the outer insulation and ptfe liner were cut at the proximal region. The cause of insulation cut was due to procedural damage.